Event description:
This complaint is now reportable based on the analysis completed on 10/03/2006. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion and a shaft kink occurred. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated, a number of times, with a 2.5x20 mm balloon, inflated to 16 atms. The 2.50x24 mm taxus express2 drug eluting stent kinked on the proximal portion, approximately 15-20 cm from the end attachment, when trying to cross the lesion. The procedure was successfully completed using 2.50x16mm taxus stent, 2.50x12 mm taxus stent and 2.5x10 mm tsunami stent. No patient complications were reported. Patient status reported as "ok". Analysis of the returned product identified stent damage.

Manufacturer narrative:
The root cause cannot be conclusively determined at this time. Device analysis confirmed the reported complaint. A detailed examination of the entire device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. However, an indentation was present in the stent approximately 6mm distal from the distal edge of the proximal markerband. It is not known if this damage was present in the stent during the physician's attempts to cross the lesion. This type of damage is consistent with the stent coming in contact with a foreign object. A severe shaft hypotube kink was measured approximately 22.5 cm distal from the stain relief. This damage is consistent with excessive force being applied to the device while attempting to deliver the device. It is not possible to determine if any issues existed with the actual guide catheter that could influence this complaint as the guide was not received for analysis. The top assembly batch has no associated complaints. A review of the manufacturing records for this top assembly batch and sub-assembly batch found that the device met its material, assembly and product specifications.